Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, multiple drawers were failed. The customer stated that the malfunction caused a delay in dispensing medications to the patient, since the user was unable to access the drawers. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawers were failed. A field service engineer found that the ethernet 1 inside all in one (aio) did not have a stable connection in the ethernet port. The ethernet cable was reseated, and drawers 2.1 and 2.2 came back online. Hardware test application (hta) test functions were performed and it was resolved. The system functioned as intended after the field service engineer repaired the device.